Manufacturer narrative:
Initial review of the logs determined that there were technical inops from 11:05 until 11:55 but the logs are still under further review. A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that no alarm occurred for low spo2. The bedside nurse responded to a bradycardia alarm and found the patient with a low spo2 saturation with no alarm present. The audit logs indicated that a low heart rate alarm occurred, but no low spo2 alarm was logged around the time of the event. The patient was emergently intubated and transferred to cvicu where she later passed away. It was indicated the alarm was not audible at the bedside or central station. The customer was also not sure whether the alarms were set and failed or not properly set up. When staff reviewed the waveforms, it was noted the spo2 had been trending downward for approximately 10 minutes prior to the bradycardia alarm. A preliminary review of the clinical audit logs confirmed the low heart rate and bradycardia alarm was generated at the time of the event but no spo2 alarms were noted at that time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI.

Manufacturer narrative:
The following functional tests were performed: the product support engineer and clinical product specialist reviewed the clinical audit log. The clinical audit log provides a chronological record of the alarms and actions. Please note, the data column in the log record indicates the date and time displayed on the information center when the entry occurred. The action column contains the text generated when the alarm first appears, and ended when the alarm no longer appears in the sector. Please note, the time in the action column shows the clock time of the monitoring device. The clock time may drift up to 30 seconds before the information center clock synchronizes to the monitoring device clock. The clinical audit log shows the spo2 alarms were turned off by user on (B)(6) 2024, at 18:41:05 at the monitor. The alarms remained off until august 25, 2024, at 12:37:32. The alarms were turned on by user at the bedside. When the spo2 alarms are off, the monitor will not alarm for spo2 low, spo2 high, or spo2 desat. When an individual measurement alarm is switched off, the alarms off symbol is shown beside the measurement numeric at both the bedside monitor and the pic ix. When alarms are off, inop messages are displayed, but the inop tones are not sounded. (B)(6) 2024 18:41:05 , (B)(6) hospital, (B)(6), spo2 - alarms from on to off, mon6021 alarm on/off; (B)(6) 2024 12:37:25 , (B)(6) hospital, (B)(6), spo2 - alarms off, mon6021 alarm on/off; (B)(6) 2024 12:37:32 , (B)(6) hospital, (B)(6), spo2 - alarms from off to on, mon6021 alarm on/off; (B)(6) 2024 12:40:04 , (B)(6) hospital, (B)(6), spo2 - alarms on mon6021 alarm on/off. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. Based on the information provided, it was determined that the devices were alarming as intended based on the user selected settings. The monitor remains in use at the customer site, passed all safety tests, and the technical consultant (tc) verified low spo2 alarms occurred. No further investigation or action is warranted at this time.